Manufacturer narrative:
The complaint of leaks on item b3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that a clave¿ neutral connector generated a leak during patient use. It was reported that they had occurrences of microclaves leaking when flushed. The lot number of the affected product is unknown. The events occurred during active patient use (devices actively connected to the patient). There was no patient harm reported. This is one of two events.